Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an issue with potential telemetry and the shock impedance report was not displayed on the programmer during the implant of this device with successful defibrillation testing. A request for technical review was needed. Engineering reviewed noted that the shock impedance could not be retrieved due to telemetry inconsistency. Ts discussed using a backup programmer if the same situation occurred again and evaluate what the affects are. At this time the device remains implanted. No adverse patient effects were reported.